Event description:
Caller reported blood glucose results of 33 mg/dl, and 358 mg/dl within 10 minutes on advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.